Manufacturer narrative:
Examination of the returned product was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised due to wear. In (B)(6) 2011, the pt felt discomfort when he stood up from the chair. Then, it was noted the bipolar cup was broken. On (B)(6), revision was performed. Surgeon's comment: the pt is young and the level of activity is high. It was thought that the product was broken because of aged deterioration and wear of polyethylene.

Event description:
The patient was revised due to wear on (B)(6) 2011. Doi was (B)(6) 2002. On (B)(6) 2002, femoral head replacement was done for the patient with right avascular necrosis of the femoral head. In (B)(6) 2011, the patient felt discomfort when he stood up from the chair. Then, it was noted the bipolar cup was broken. On (B)(6), revision was performed. Surgeons comment: the patient is young and the level of activity is high. It was thought that the product was broken because of aged deterioration and wear of polyethylene. Reopen: - (B)(4) requested additional information.